Event description:
Pt reported, the infusion set is leaky. Pt stated insulin ran into the infusion device cartridge compartment. Pt reported, the insulin cartridge is not defective. Pt reported experiencing elevated blood glucose levels in the morning. No blood glucose values were provided. Pt stated infusion device displayed an e4 (occlusion) error message while attempting to bolus. Pt reported recognizing the issue after changing the insulin cartridge. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.